Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was that the caller reported that they had developed a sciatica and a vibration feeling throughout the body. The neurologist recommended that they turn off the therapy for a while. The caller had been leaving the therapy off for the last 6 months. The neurologist did not think that the interstim caused the sciatica, but they also wanted the patient to leave off the stimulator for a little while. The patient still felt the sciatica with stim off, but it was getting a little better from physical therapy. They were going to do a follow up MRI soon. The caller was concerned that they would have to turn therapy on in order to put it in MRI mode. Reviewed no.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.